Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. It was noted that the patient had undergone a nerve numbing treatment prior. Troubleshooting was able to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.